Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus and cursor were not aligned. Re-seated connection between the overlay and xy board. Re-calibrated stylus. Programmer was received without power cord. Replaced power cord. Device passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pen calibration for the programmer was unsuccessful after multiple attempts with different pens. The programmer was returned for service. There was no patient involvement.